Event description:
It was reported that the patient had a bacterial infection. The patient had a positive blood culture, mediastinum, and urinary tract. The patient experienced a fever on the night of (B)(6) 2019 and it lasted until (B)(6) 2019. The fever was 39 ° c and there was increase in inflammatory response observed. Vancomycin and meropenem was administered from (B)(6) 2019. Methicillin-sensitive staphylococcus aureus was detected in blood cultures. The antibiotic was then changed to cefazolin. The infection site was diagnosed by computerized tomography (CT) and clinical diagnosis. Redness and swelling was found in the blood vessel insertion part (remaining artificial blood vessel) of the temporary right ventricular assist device (rvad). The rvad was used temporarily when the implantable vad was attached. The CT showed swelling and liquid retention was continuously observed in the lvad blood vessel. The bacterial species in the patient's blood was methicillin-sensitive staphylococcus aureus. The patient had klebsiella pneumoniae in their urine. On (B)(6) 2019, the patient was readmitted due to the infection. The infection was treated by surgical drainage and no drug therapy treatment was performed. There was no laboratory test data provided. The patient was administered linezolid from (B)(6) 2019. The patient's outcome was unrecovered. The cause of the infection was due to the patient's condition and the blood vessel of the temporary rvad remained and was infection with pus accumulation. The skin penetration was the precordium.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02062 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the report of elevated pump power, however, a root cause could not be conclusively determined through this evaluation. A direct correlation between the device and the infection and right heart failure could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12apr2018. Hmii IFU sections 6 explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, while pump flow is estimated from pump power. Infection and right heart failure are listed in the heartmate ii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.